Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was visited to emergency room and hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer blood glucose level at the time of incident was 511 mg/dl and his current blood glucose level was 69 mg/dl. Customer's other blood glucose level was over 400 mg/dl. Customer was treated with intravenous insulin. Customer was used insulin pump system within 48 hours of reported event. Customer stated that the drive support cap was flushed. The insulin pump will not be returned for analysis.